Event description:
It was reported that, "a reprocessed axius coronary shunt broke during a procedure. Fortunately, there was no patient harm."

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The returned complaint device was received open with the original stryker sustainability solutions packaging with evidence of use (bio-burden present). Visual inspection of the returned complaint device revealed the shunt to be broken/torn/separated and the coil end of shunt to be exposed with the coil unwound/stretched. The results of the investigation performed determined that the reported issue was substantiated. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: mishandling subsequent to distribution from stryker and/or an om defect. The device history record (DHR) indicates the complaint device passed all inspection prior to release from stryker sustainability solutions (stryker). This report is being filed due to this failure being an inherently dangerous situation. A maude search revealed that the om of this device files for this failure associated with these devices.